Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that a patient had to be hospitalized due to diabetic ketoacidosis (dka). The patient woke up feeling nauseous, vomiting blood, to high glucose levels and ketones of 3.9 and higher than 4 once arrived at the hospital. His blood glucose history is as follows: (B)(6). At the hospital the patient was placed on an intravenous (IV) therapy of insulin and saline, mixed with other medications as humulin r and 5000 units in standard doses of heparin for 2 days. Upon discharge, the patient was allowed to go back on his insulin (novolog) and the pod was worn between 4 and 24 hours on the abdomen.